Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the 2429038 lot code. Per wi-(B)(4), revision (B)(4), a review of the device history records for the provided products is no longer required. A complaint database search finds no additional reports against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege shortly after surgery, patient began experiencing pain and tenderness in his right hip and groin. It is also alleged this pain has never gone away. It is also alleged patient will need future surgery(ies). Doi: (B)(6) 2007 - dor: none reported (right side). Patient is a resident of (B)(6). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.